Manufacturer narrative:
Per tandems t:slim user guide: insulin should be at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 240 units of cold insulin. The customer observed air bubbles coming out of the cartridge. There was no reported impact to the customer's blood glucose level due to not testing. It was stated that the customer would load a new cartridge onto the pump.